Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's wake button had not been working intermittently. The customer's blood glucose (bg) level was 585 mg/dl and was corrected by using the pump. When the pump was plugged into a power source the display was accessible. The customer was to continue to use the pump for insulin therapy.